Event description:
The technician alleged the brakes were ratcheting and would not hold when set. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.